Event description:
(B)(4) cramping break threw bleeding heavy period numbness in hand and feet confusion back pain and problems heavy discharge pain with intercourse pain on right side fatigue night sweats swollen belly